Event description:
It was reported that the pt stated, he has a loud and uncomfortable hearing sensation. He is not able to discriminate speech anymore. Before this, he used the ci successfully. The speech processor was checked and is working as expected. No accident was reported. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.